Manufacturer narrative:
Lead model 39565-33, serial #(B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37742, serial #(B)(4); recharger model 37752, serial #(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and stimulation in the wrong location. After the patient woke up the morning of the report and turned stimulation back on, the patient was unable to feel the stimulation on any of the four programs. The patient tried all four programs and raised stimulation until she could feel it. On two programs the patient had to increase stimulation higher than before (2.4v instead of 0.7v and 5.1v instead of 0.4v) to feel stimulation. The patient also only felt stimulation on the left side and down her left leg with all four programs. The patient previously felt stimulation in the center of her low back going down her "bottom". There was no known accident or incident related to this event. It was reported that the stimulation was working the day before the report. Additional information has been requested, but was not available as of the date of this report.